Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was exposed to moisture and will not turn on. Customer's blood glucose level was 450 mg/dl. The customer took a manual injection. The display went blank immediately after the insulin pump was exposed to moisture. The device was not returned.